Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Based on available info it is possible that the numerous access pressure alerts could have disrupted the steady-state of the sys and could have contributed to the higher than expected wbc count. It is also possible that this leukoreduction failure could be donor related. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. No medical intervention was necessary regarding this incident. The disposable kit was discarded the same day and is not available for return. Donor unit #(B)(4). This report is being filed due to a device malfunction that has potential for injury.